Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the intra ocular lens was scratched, the surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
A used company cartridge was returned in the opened pouch. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had stress. A small scrape was observed on the bottom of the cartridge tip. The cartridge had evidence that it was placed in a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge met specification for presence of top coat, a disruption was observed on the bottom of the tip at the location of the scrape mark. A non-company lens was indicated with an company handpiece. The viscoelastic used was not provided. It is unknown if a qualified product was used. The root cause for the reported lens damage is most likely related to a failure to follow the IFU. The cartridge tip was damaged. The account used a non-qualified lens/cartridge/handpiece combination. Per the instruction for use (IFU): the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instruction for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Per the company device direction for use (dfu): the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).